Manufacturer narrative:
Results - there were five similar complaints for the foam tip plunger and one similar complaint for the cartridge found in the lot number search.

Event description:
It was reported that the surgeon was using a eyeonics crystalens with a staar injection system and the foam tip plunger overrode the lens and bent the leading haptic upon insertion. The reporter stated that the anterior of the capsule was torn but there was no vitreous loss or vitrectomy performed. The surgeon enlarged the incision to remove the lens and implanted another crystalens successfully and used a suture to close the incision. Patient's current prognosis is very good.